Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter xl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the adapter, and an evaluation of the returned device. The device was inspected and found that the solder joints on the switch exhibited cracks. The unit was then sent outside of the pmv lab for engineering analysis and processed through autoclave sterilization cycle before further investigation took place. The condition of "reload not recognized" was a result of cracked solder joints between the reload detect switch and mma board. This condition can result from the following: improper solder operation at the vendor location; improper assembly of the sealed switch to the mma board at the vendor location; improper soldering during assembly. If connection is lost with the reload, the adapter may attempt to recalibrate and cause unintended articulation as reported by the account. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, at the third firing, the doctor placed the reload on tissue, and the reload articulated back and forth on its own without any toggle being pressed. The doctor was able to articulate the reload back into a straight position and removed the reload from the patient. The doctor finished the case with a manual endo gia ultra handle. Upon inspection the idrive and adapter that evening, the sales rep noticed that the adapter would not be recognized by the idrive handle. Other adapters on hand were tested and the idrive handle read appropriately. Current patient status is fine. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Gore seamguard reinforcement material was used.

Manufacturer narrative:
(B)(4).